Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product code for this surestep foley tray product is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the sure-step foley kits did not have adequate amounts of saline in the package. Per additional information received on 29 april 2019; a sterile normal saline syringe was obtained and used to fill balloon with appropriate amount. There was <5 minute surgical delay reported.